Event description:
The patient alleged that the pump was not responding to pressing of the down arrow button. The patient indicated that the down arrow button would not click or spring back.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the keypad was intact. However, although the keypad buttons were responsive, the "down" button was not springing back. The keypad was removed and the "down" button contact was inverted. Button contact defect was observed during investigation.